Event description:
As reported by our (B)(6) affiliate, post deployment the 26mm sapien xt valve position was 60:40 aortic/ventricular (a/v) on the left coronary cusp (lcc) side and 70:30 a/v on the non coronary cusp (ncc) side. The images showed no central leak and mild paravalvular leak (pvl) observed, and there was no issue with the coronary flow. The patient was transferred from the or in stable condition, but once he arrived to ICU the ECG showed st elevation in v3 to v6 with reciprocal changes. The patient was taken back to the or and the coronary angiography revealed that a calcification on the left coronary cusp (lcc) had moved to the lmt ostium and the lmt was 75% obstructed. By intravascular ultrasound (ivus), it was determined as significant stenosis. Pci was performed with a 3.5x14mm drug-eluting stent (nobori) and the stenosis was resolved. The vital signs were stable and the patient was monitored. The aortic annulus diameter measured 25.3 (CT) with severe leaflet calcification. The distance of the lmt ostium to the annulus measured 14.0mm.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, calcification on the left coronary cusp (lcc) moved to the lmt ostium and the lmt was 75% obstructed. Pci was performed and coronary flow was restored. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.